Event description:
It is reported that the patient's insulin pump reservoir has damage to the case and battery compartment. The patient's blood glucose level was unknown. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Findings: unit received cracked case display window corner.unit received with cracked battery tube threads.pump received with cracked reservoir tube lip.unit received missing end cap sticker.unit received with cracked lcd window. (B)(4).